Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. The contact stated that too large of a manual injection had been given, causing the customer's bg level to lower. The customer required the assistance of the contact to consume (B)(4) crackers and peanut butter to address low bg level.